Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.

Manufacturer narrative:
The keypad was found to be intact; no peeling or damage was observed. The contrast button symbol was found to be worn. All of the keypad buttons were intermittently unresponsive and difficult to press during testing. The keypad cover was removed and there was evidence of contamination was found under all the button contacts.